Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue was due to the error found in the memory. Review of the system log file showed that there was a malfunction with flexvision pc. Fse replaced the flexvision pc and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected .

Event description:
It has been reported to philips that the flexvision pc froze during a procedure. There was no report of harm. Philips has started an investigation of this complaint.